Event description:
It was reported that there was a malfunction resulting in insufficient o2 during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information no report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.